Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the tip detached unintentionally upon closing the basket to capture the stone. The tip was left to pass naturally. The procedure was completed with another trapezoid basket. There were no reported patient complications as a result of this event. It was noted that the patient was successfully treated by the conclusion of the procedure.